Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): gastrointestinal bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines. The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient had rectal bleeding. The patient's inr was 3.3 on (B)(6) 2016. The patient's warfarin was held on (B)(6) 2016 and resumed on (B)(6) 2016. The patient had minor rectal bleeding starting on (B)(6) 2016 with inr of 2.6. The patient still had sparse rectal bleeding with bowel movement (bm) on (B)(6) 2016. The event was reportedly treated with medication and resolved on (B)(6) 2016. The patient was discharged with inr of 2.5. The site deemed the event unrelated to the lvad procedure, lvad system, and patient condition. It was stated that the event was related to the patient's supratherapeutic inr. No further information was provided.

Manufacturer narrative:
Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility and there are patient, procedural, and pharmalogical factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.